Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Two days after onset of the event, the patient began treatment with reflin (1 gram per five days, route of administration and duration not reported) and fortum (1 gram, frequency, duration and route of administration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.